Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated lead implant procedure, a ventricular fibrillation episode was properly recognized by the ICD but inadequate high voltage therapy was delivered. The episode was terminated with external defibrillation. The lead was successfully implanted and the patient was in stable condition. It was suspected that the inadequate therapy was patient-related.